Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted there was a significant pieced of mesh that was adhered to the cord structures and this appeared to be a circumferential adherence to the cord structures. The inguinal ring was very indurated due to the mesh that was present. The area was very thickened and was not pliable. The fascia was excised as well as the mesh. It was reported that the patient experienced severe pain, removal of testicle and right groin neurolysis. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/13/2021.